Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was not detected on bus. The user performed a drawer recovery, but the cubie pockets were unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pockets on the half height cubie drawer 2.1 was failed and not detected on bus. A field service engineer reseated the row board cable and then ran hardware test application (hta) testing, which passed. The customer also completed an inventory check with no issues observed. The system functioned as intended after the field service engineer repaired the device.